Event description:
Lap chole - "surgeon was pulling pouch out of pt via trocar when bottom of the bag gave out and surgeon retrieved gall bladder out of incision site. A larger incision was made."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.